Event description:
It was reported that: the physician found the wire was not able to move forward inside the catheter and it was found during product preparation. Returned swg was found to be kinked on investigation.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one, opened arterial catheterization sets for evaluation. No definite signs of use were observed on the returned devices. Visual analysis revealed that the guide wire contained offset coils towards the distal end. Microscopic examination confirmed the damage. During functional testing (see below), resistance was encountered when inserting the guide wire through the cannula. No obvious signs of adhesive were observed on any visible portion of the returned sample. Analysis under uv light did not reveal anything definitive. The offset on the guide wires measured 2mm from the distal weld. The guide wire length measured 4 9/16", which was within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The offset on the guidewire and the guidewire length were measured via calibrated ruler. The guide wire outer diameter measured 0.387mm via calibrated micrometer, which was within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The needle cannula inner diameter measured 0.017" via calibrated pin gauge, which was within the specification limits of 0.0165"-0.0180" per the cannula product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". Resistance was encountered when attempting to thread the guide wire through the needle cannula; however, the guide wire was still able to pass. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". A device history record review was performed, and no relevant findings were identified. CAPA was previously implemented by the manufacturing site under teleflex quality systems to address this issue. The CAPA investigation indicated that the issue was manufacturing related. The relevant lots within the reported kit were manufactured prior to the implementation of the corrective action. Tele flex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the physician found the wire was not able to move forward inside the catheter and it was found during product preparation. Returned swg was found to be kinked on investigation.

Event description:
It was reported that: the physician found the wire was not able to move forward inside the catheter and it was found during product preparation. Returned swg was found to be kinked on investigation.

Manufacturer narrative:
(B)(4).